Manufacturer narrative:
Bd received (B)(4) samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for non sleeve recovery with the incident lot was observed. A review of the manufacturing records was completed for the incident lot and no issues were identified. Date of event: unknown. The date received by manufacturer has been used for this field.

Event description:
It was reported that the bd vacutainer® eclipse¿ blood collection needle sleeve was not retracting.